Event description:
A report was received that the patient underwent an explant as the stimulator was aggravating the patient's pain. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted leads were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant as the stimulator was aggrevating the patient's pain. The patient was reportedly doing fine after the explant procedure.